Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked and there was moisture present in the pump. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/28/2016 with the following findings:.battery compartment leak, evidence of moisture corrosion in battery compartment, on battery cap and on transceiver board. During investigation, the battery compartment was cracked from the top above the pad to the cover part, and below the bumper pad. A leak test was performed and failed due to a leak in the battery compartment. Evidence of moisture corrosion was found in the battery compartment, on the battery cap, and on the transceiver board. Unrelated to the original complaint, the battery cap threads were stripped. The battery cap was unable to be tightened to the test pump. A test cap was used for all steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.